Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: what clip applier product code was being used with the lt300 clips? Did device fire malformed, scissored or unformed clips and/or was the clip applied and did it fall off the vessel and resulted in bleeding? Did the clip cut the vessel? Please quantify amount of bleeding that occurred. Was a transfusion required? Did issue result in change of procedure or alteration in post-op patient care? What is the current patient status? Please clarify the statement " the doctor reported that it should have a specific error in the production of these batches; the scratches are in the external side." Were there scratches on the clip applier or on the clips? Was there another issue with the clips?

Event description:
It was reported that during a bariatric by video laparoscopy procedure, the clips did not fix the gastric arteria which the surgeon had to contain the bleeding. Another like device was used to complete the procedure. One device was discarded.